Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted.

Event description:
It was reported the patient had a procedure on (B)(6) 2014 with a bifurcated, a vela suprarenal aortic extension. Subsequently, on follow-up the physician stated that the appearance of probable proximal endoleak contributing to sac growth and requiring re-intervention. On (B)(6) 2015 secondary procedure performed with a suprarenal aortic extension and the patient is doing well.

Manufacturer narrative:
Based upon the clinical assessment, the reported type 1a endoleak was confirmed. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. A design or manufacturing root cause for the reported event was could not be identified based on the available information; and, overall the investigation is inconclusive.